Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the power shutting down after prolonged use was due to a failed printed circuit board. The image falling was due to the liquid-crystal display panel failure, and the screen was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The distributor reported to olympus that the liquid crystal display monitor powered off after prolonged use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e1. Add telephone. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due to faulty power supply printed circuit board. Olympus will continue to monitor field performance for this device.